Event description:
It was reported that a malfunction code appeared on the pump, specifically malf 12. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact on the customer¿s blood glucose level. Technical support provided assistance in resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support again if any further malfunction codes appeared.